Event description:
It was reported that 1 bd pen ndl 32g 4mm pro had attachment issues. The following information was provided by the initial reporter : the customer reported that the pen needle could not be detached from the pen.

Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 0266089. D.4. Medical device expiration date: 9/30/2025. H.4. Device manufacture date: 9/22/2020. D.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 10/14/2021. H.6. Investigation: one open 32g x 4mm pen needle sample and two photos were returned from lot. No. 0266089, cat. No. 320136. Visual examination was carried out on the returned sample and photos and damage to the hub was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. This issue was caused by an interference fit between the hub and cover. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date : unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Event description:
It was reported that 1 bd pen ndl 32g 4mm pro had attachment issues. The following information was provided by the initial reporter : the customer reported that the pen needle could not be detached from the pen.